Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medical devices continued: 6947m62-lead, 407645-lead, 429878-lead, dtba1qq-ICD; (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an "ambulance-like" alarm from the controller. Further, the site reported that there were no indicators flashing or description of the alarm on the controller's screen and the power sources were connected properly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Failure analysis could not be performed as the device was not returned. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections between the controller and multiple batteries within the analyzed period, through (B)(6) 2018. Momentary disconnections will result in an audible tone or "beep" with no associated flashing indicator lights or alarm descriptions displayed on the controller. Analysis of the alarm log file revealed eleven low flow alarms logged between (B)(6) 2018 and (B)(6) 2018. Analysis of the event log file did not reveal any controller power up events, that would have indicated losses of power to the controller, within the analyzed period. The low flow alarms and the beeps associated with the momentary disconnections do not align with the reported description of the " ambulance-like" alarm reported by the patient; these are additional observations not related to the reported event. As a result, based on the available information, the reported event could not be confirmed. Based on the risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula, constriction at the outflow graft, and/or poor ventricular assist device (vad) filling. The most likely root cause of intermittent beeps emitted from the controller can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.